Event description:
A co 450cc gel implant. In 1992, developed splenomegaly. Then pt also developed a lesion in the rib area which was found to be recurrent cancer. At that time, the implant was removed. Unfortunately, the capsule was not completely removed, especially the part on the chest wall. Following surgery, pt had to have suction drains for six weeks postoperative, and then she had radiation therapy. Following the radiation therapy, there was significant pain in the left chest with recurrent seroma. She required drainage of one or two weeks. The seroma also has gotten infected. She now had residual chest pain, left shoulder pain and chest wall tightness. As a result of sigfnificant pain out of character with post-radiation changes, and the fact that the pt still has capsule with residual fluid, it is medically necessary to remove the capsule and inflammatory tissue in order to decrease the amount of pain she is having.